Event description:
Pt reported that they woke up really sick and was throwing up blood. Pt's blood glucose tested as "hi". Pt was taken to the hosp where their blood glucose was determined to be 957 mg/dl. Treatment received: IV saline, IV insulin, and insulin injections.